Manufacturer narrative:
Investigation conclusion: the customer's results were not replicated in-house with retention products of the reported lot. Retention products were tested with an hcg urine standard at the qc cutoff as well as a middle positive hcg urine standard. All devices produced correct positive results at the read time. The product met the qc release specification. False negative results were not observed during the investigation. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported the following event for one patient: on (B)(6) 2017, the patient received a positive first response home pregnancy test result. By the date of the last menstrual period, the patient was determined to be four (B)(4) pregnant. On (B)(6) 2017, the patient made a visit to the clinic and received a false negative result using the innovacon hcg urine test. A blood test was ordered by the physician. On (B)(6) 2017, the blood test produced a positive hcg result of 283 iu/l no additional information was provided.